Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was not returned to fisher & paykel healthcare (B)(4) for evaluation. Upon receiving the device at our regional office in the (B)(6) it was found that the device was marked as contaminated with (B)(6) and the device was thus photographed and destroyed. Our analysis is thus based upon an inspection of the photograph provided. Results: visual inspection of the photograph reveladed that the cannula manifold was loose and not properly seated in the left side of the nasal interface. Conclusion: the prongs are designed to be able to be disconnected from the manifold in order to switch the cannula tubing from the right side to the left side of the face is so desired. However, they are firmly seated and do not disconnect easily without manipulation. The customer had confirmed that the patient had been agitated and may have possibly tried to remove the cannula. It must also be noted that the cannula had been in use for five days prior to the incident without any issues. We have not received any other complaints of this nature for the opt944 cannula. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also show in pictorial format how to check that the prongs are properly seated in the manifold.

Event description:
A hospital in the (B)(6) reported that a patient on optiflow therapy started to desaturate and staff then noticed an opt944 nasal cannula "had come apart between the white evaqua part, and attachment to the hard plastic." There was no further patient consequence.